Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Small traces of blood were observed on the delivery device. The delivery device was returned outside the loading device the blue slide lock was dis-engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was cracked at the center and was delaminated at the outer side of coil. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.52 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to load" but was confirmed for the analyzed failure mode "seal cracked/delaminated".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was loaded, user pulled plunger, but seal was not correctly rolled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was loaded, user pulled plunger, but seal was not correctly rolled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.